Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 8 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that the five battery devices were not working while in use with the small battery drive device and subsequently would show "red" in the charger. According to the report, the small battery drive device along with two battery casing devices had undetermined malfunction. As a result, there was a 15 minute delay in the surgical procedure. It was reported that an unspecified spare device was available to complete the surgery. There were no injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was functional but showed signs of heavy wear and deformation by heat. It was further determined that the device appeared to have been washed inside the battery housing as evidenced by the melted and warped condition. The assignable root cause was determined to be due to improper handling / maintenance error, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.